Event description:
It was reported that when the device was used during a rectum procedure, the device did not staple but cut. The patient was overstitched to compete the case. There was no further consequence to the pt.